Event description:
It was reported by the nurse that the venous line fell out during the dialysis treatment. Blood loss approx 500cc due to blood loss from the exit site and inability to return blood in system. Cuff was not visible at start of treatment. The pt did not make any sudden or jerky movements prior to catheter falling out.